Event description:
The introducer sheath was being removed from the pt's femoral artery after the procedure. The technician attempted to remove the introducer sheath and felt some resistance. The technician applied some force and the introducer sheath kinked near the hub and then separated. The technician was able to successfully remove the separated sheath from the femoral artery. The pt is reported to be fine.